Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician will be extracting this pacing system due to a patient infection.